Event description:
It was reported that the patient was having a hard time getting coupling bars. He needed to get four bars, but he barely got one bar and it was hard for him to get up to three or four. The reporter thought the patient could get more coupling bars previously and he was frustrated lately. The reporter also mentioned that the patient seemed to play around with the recharger antenna wire while charging. His antenna cord was wrapped around the recharger with rubber bands and the cable did not have freedom, it was set. The recharger also showed a warning screen with a plug and a battery. The patient received a new antenna and pouch the following day, but did not know how to use it. The patient was assisted with the antenna and shoulder holster and got four coupling boxes. However, the holster going across his chest was a problem because of his arm moving and causing the antenna to move off the implant location. He adjusted it further and was getting at most 4 coupling boxes. It would jump from four to two to zero and back and forth. The patient found the recharger terrible and had to constantly pay attention to it and the buttons. The patient also mentioned that since february it took so long to recharge and he could not keep a charge on it. It took all day to recharge the implant, just so that it would run until the next morning. The patient stated that most of the time the implant shut off at night because he could not keep a charge on it. It was unclear if the cause of the issue was the recharger equipment or the implant, or if any intervention would occur, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v012545, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n322109, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387s-40, lot# v012545, implanted:(B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748240, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).